Event description:
Co's rep is reporting that during a shoulder repair the distal portion of a suture grasper fell of into the body of the pt. All was retreived and the case was concluded successfully without further incident or harm to the pt.